Manufacturer narrative:
The pump has been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the pt's mother, reported the insulin pump self-rebooted. The reporter claimed the battery cap was secure, no damage to battery cap or pump threads, the o-ring was not visible, and there were no cracks in pump casing. The reporter has never replaced the pump's battery cap. The pt had elevated blood glucose readings during the last two weeks, with a result on (B)(6), 2011 of 328 mg/dl. The pt experienced no symptoms. The pt's mother contacted her hcp, and was advised to contact animas.